Event description:
Country of complaint: (B)(6). Inner foil is welded with outer foil. The aluminum packaging becomes unsterile and can no longer be used. Device 3 of 3: see 2916714-2014-00019 and 2916714-2014-00020.

Manufacturer narrative:
Us agent notified on (B)(4) 2013. Manufacturing site evaluation: samples received: 9 unopened and 4 opened pouches. There are no previous complaints of this code/batch. (B)(4) units of this code-batch were manufactured, no remain in OEM stock. Of the 9 closed samples and 4 open samples (two without secondary pack) none of the open samples have the aluminum pouch stuck to the outer paper foil. All received closed packs were opened and the aluminum pouch was not stuck to the outer paper foil on any sample. All packs opened correctly. Final conclusions: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.